Event description:
While inserting a PICC line rn noted at the point of peeling away the introducer, one of the break away wings malfunctioned and the introducer could not easily peel away. The rn pulled the device and using a kelly clamp to secure, was able to pull apart the introducer fully intact. The PICC was then threaded into the proper position.